Event description:
Information was received indicating a pump using a cadd administration set under infused. It was reported the staff changed the bag and noted additional dosage was left in the bag on two separate occasions, one incident had 250ml remaining and the other had 300 ml remaining. No adverse patient effects were reported.

Manufacturer narrative:
Report source: (B)(6).

Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating a pump using a cadd administration set under infused. It was reported the staff changed the bag and noted additional dosage was left in the bag on two separate occasions, one incident had 250ml remaining and the other had 300 ml remaining. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received indicating patient details.